Event description:
Immediately after getting silicone implants I became very ill. Two yrs later, I have been diagnosed with systemic lupus erythematosus sle and have been sick almost non stop. I've experienced breast pain in both breasts back daily, fatigue, intestinal problems, vertigo, brain fog, depression, anxiety, and have found to have mthfr mutation.